Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4).

Event description:
It was reported that the patient was walking in a grocery store and experienced implantable cardioverter-defibrillator (ICD) discharge. Approximately one hour later he was shocked a second time. While at home he believes that he had a syncopal episode and then presented to the emergency department. While in the emergency department, the patient was alert and oriented four times. He complained of cramps and feeling dehydrated. ICD was interrogated and showed 2 episodes of ventricular tachycardia which resolved after adenosine triphosphate and then ICD discharge. The patient denied any chest pain, fever, nausea, vomiting, diarrhea, driveline drainage or vad alarms. The electrocardiogram showed sinus tachycardia with a heart rate of 115 bpm. Laboratory assessments revealed a creatinine of 1.9 (baseline 1.0), potassium of 3.6, and magnesium of 1.4. The patient received one liter of lactated ringer's solution and potassium and magnesium were supplemented. Cardiology was consulted and felt that the patient was hypovolemic on exam, and encouraged further oral hydration. The home dose of torsemide was stopped. The patient was discharged home after administration of IV fluids and electrolyte repletion. Overall treatment for the event included defibrillation and changes to medication.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6), and the reported events (cardiac arrhythmia, syncope, and hypovolemia) cannot be conclusively determined through this investigation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2015. The heartmate ii left ventricular assist system instructions for use lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.